Manufacturer narrative:
(B)(4). Concomitant medical products: medical devices: persona revision cemented plus femoral component left size 5+ catalog #: 42504605811 lot #: 64675747, persona revision cemented tibial component left size c catalog #: 42542006401 lot #: 64334614, persona revision cemented distal femoral augment size 5 catalog #: 42556605805 lot #: 64624148, persona revision cemented half block tibial augment left lateral size cd 15mm catalog #: 42555803115 lot #: 64648336, persona revision cemented half block tibial augment left medial size cd 15mm catalog #: 42555803315 lot #: 64661641. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-01561, 0001822565-2022-01563, 0001822565-2022-01564, 0001822565-2022-01565, 0001822565-2022-01566. Investigation incomplete.

Event description:
It was reported that the patient was treated with an injection for pes bursitis approximately seventeen (17) months following a left knee arthroplasty to address continuous post-operative pain and swelling. The patient's pain resolved after the injection was administered, however, the patient continued to have worsening moderate effusion. Initial operative notes noted that the partial knee arthroplasty tracked without complication and the patient's range of motion was zero (0) to one-hundred forty(140) degrees and stable. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided confirmed the patient had mild pes bursitis and received an injection, which resolved the pain. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.